Manufacturer narrative:
Information suggest all product remain in-service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a change out procedure the representative had difficulty connecting the right ventricular lead (0158) to this cardiac resynchronization therapy defibrillator (crt-d). It was then discovered that the right ventricular lead had connection issues due to high shock impedances. The physician pulled on the lead and the lead came out of the header. The lead was cleaned off and put back into the header and it was properly secured without issue. The patient was device dependant and a pacing system analyzer was also used. There were no adverse patient effects reported.